Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device will not exit the configuration main screen. There was no patient involvement reported.